Event description:
MFR rep reported pt has inability to move lower extremities and no sensation from waist to feet. Hcp implanted lead, surgery was uneventful. In recovery, pt experienced numbness and was unable to move lower extremities. Hcp reported giving pt medication. Pt's movement and sensation improved. Later, the pt experienced numbness and inability to move legs again. He pt was brought back to the or and the hcp removed the device. It was noted the pt had a hematoma. Pt had an MRI and it was clear. The pt continues to have an inability to move lower extremities and no sensation from waist to feet. The device was explanted but it is unk if the device was returned to the MFR for analysis.